Manufacturer narrative:
The guide wire was returned for investigation. Visual and tactile examination of the guide wire revealed the distal spring tip solder bond to have separated from the support ribbon and core wire. The spring tip coils were damaged and deformed, but remained intact to the proximal and distal solder bonds. The proximal solder bond did not exhibit any damage. The distal spring tip solder bond and support ribbon were examined under scanning electron microscopy (sem) analysis. The distal solder bond, support ribbon and core wire exhibit solder residue and numerous pits or voids that may have weakened the solder joint. At the conclusion of the investigation, the report that the wire appeared unraveled was confirmed. The root cause of the unraveled wire is the distal end of the support ribbon and core wire section were not fully seated in the distal solder tip. This is a contract manufacturer defect and this issue will continue to be monitored for future trends. The manufacturer has been notified by csi supplier quality engineering. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
It was reported to csi that upon opening the peripheral viperwire guide wire it appeared to be unraveled. Analysis of the guide wire found that the distal spring tip solder bond had separated at the support ribbon.